Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the generator interface board (gib). Replaced the gib and tested the system. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system intermittently would not fluoro. No patient injury was reported.